Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs with fixation. It was reported that the right t10 screw was medial by 3-10 mm during a t10-l1 scan & plan procedure. During the procedure, the surgical system was mounted to the patient using a dual clamp and bone mount bridge. All screws except for right t10 were accurate. The cause of the deviation was not determined. The right t10 screw was repositioned freehand. There was no patient harm and the procedure was delayed less than an hour.